Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock on (B)(6) 2020. The episode showed a wide complex with a heart rate of about 110 bpm. Double counting was observed and resulted in the inappropriate shocks. An exercise test was recommended to test other vectors at higher heart rates, to see if the morphology could be recreated. It was not known if the troubleshooting was performed. About one year later the patient received two inappropriate shocks. The first was delivered due to t-wave oversensing and that shock induced a polymorphic vt that appeared to last for one minute until another shock was delivered and converted the rhythm. The patient was to be seen for an exercise test to evaluate other sense vectors for suitable sensing. The device was programmed to primary, with a gain of 1x and smart pass on at the time of the inappropriate shocks in 2020 and 2021. No adverse patient effects were reported outside of the inappropriate shocks. The device remains implanted and in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please refer to the description for more information regarding the specific circumstances of this event.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock on (B)(6) 2020. The episode showed a wide complex with a heart rate of about 110 bpm. Double counting was observed and resulted in the inappropriate shocks. An exercise test was recommended to test other vectors at higher heart rates, to see if the morphology could be recreated. It was not known if the troubleshooting was performed. About one year later the patient received two inappropriate shocks. The first was delivered due to t-wave oversensing and that shock induced a polymorphic vt that appeared to last for one minute until another shock was delivered and converted the rhythm. The patient was to be seen for an exercise test to evaluate other sense vectors for suitable sensing. The device was programmed to primary, with a gain of 1x and smart pass on at the time of the inappropriate shocks in (B)(6) 2020 and (B)(6) 2021. No adverse patient effects were reported outside of the inappropriate shocks. The device remains implanted and in service. Additional information was received. The device had been reprogrammed to the secondary vector, at a gain of 1x and the patient received an inappropriate shock in (B)(6) 2023 and again in (B)(6) 2023. Data was reviewed by technical services and it was determined the inappropriate shock therapy was due to oversensing of noise. Technical services recommended keeping the secondary vector but changing the gain to 2x to better manage the noise. A review of data in the remote monitoring system found no new nsr to tachy transitions in the counters over a 10-day period, indicating the change in gain was improving the identification of noise. No adverse patient effects were reported outside of the inappropriate shocks. The device remains implanted and in service.